Event description:
While trying to remove the foley catheter from this pt, it caused the pt pain and discomfort. The foley catheter was stuck in the urethra. The foley catheter was ultimately removed by the urology physician assistant under orders from the urologist. The balloon in the foley would not deflate completely. The catheter tubing was cut and the catheter was then removed with mild resistance and minor bleeding at the site.